Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the aortic waveform drifted and was no longer correlating with the radial arterial line.

Manufacturer narrative:
Updated information: d1 brand name updated. H6 med dev prob code a160105 changed to a0709.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: placement signal issue: due to a lack of data logs or returned product, the cause of the placement signal issue cannot be established.

Manufacturer narrative:
Updated information: d4 catalog number updated. D6b explant date added.

Manufacturer narrative:
B5 updated. The investigation is ongoing.

Event description:
The complainant reported additional information on 14feb2025 upon request: the patient is currently on support.